Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("coil had migrated to uterus / coil that was in uterus is missing / not knowing if this coils is in body") and genital haemorrhage ("she bleed two months straight") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Previously administered products included for an unreported indication: depo shot. Past adverse reactions to the above products included pregnancy with depo shot. Concomitant products included clindamycin. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and life threatening), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and device expulsion ("not knowing if coil came out"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain and device expulsion outcome was unknown. The reporter provided no causality assessment for abdominal pain, device dislocation, device expulsion and genital haemorrhage with essure. The reporter commented: injuries (serious important medical events, life threatening) were mentioned but not specified and /or assigned to one of the events. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081298) on 29-nov-2018. The most recent information was received on 24-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil had migrated to uterus / coil that was in uterus is missing / not knowing if this coils is in body') and genital haemorrhage ('she bleed two months straight') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Previously administered products included for an unreported indication: depo shot. Past adverse reactions to the above products included pregnancy with depo shot. Concomitant products included clindamycin. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and life threatening), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and device expulsion ("not knowing if coil came out"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain and device expulsion outcome was unknown. The reporter provided no causality assessment for abdominal pain, device dislocation, device expulsion and genital haemorrhage with essure. The reporter commented: injuries (serious important medical events, life threatening) were mentioned but not specified and /or assigned to one of the events quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-may-2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081298) on 29-nov-2018. The most recent information was received on 03-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('coil had migrated to uterus / coil that was in uterus is missing / not knowing if this coils is in body'), device expulsion ('not knowing if coil came out'), genital haemorrhage ('she bleed two months straight') and metrorrhagia ('metorhagia (bleeding b/w periods)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Previously administered products included for an unreported indication: depo shot. Past adverse reactions to the above products included pregnancy with depo shot. Concomitant products included clindamycin. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria life threatening and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse )"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain"), back pain ("back pain"), metrorrhagia (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, device expulsion, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, back pain, metrorrhagia, iron deficiency anaemia, psychological trauma, fatigue and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal pain, device dislocation, device expulsion and genital haemorrhage with essure. The reporter considered back pain, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, iron deficiency anaemia, metrorrhagia, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: injuries (serious important medical events, life threatening) were mentioned but not specified and /or assigned to one of the events discrepancy noted for date(s) of insertion: (B)(6) 2010 and (B)(6) 2010. Plaintiff received treatment for fallowing conditions: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ), apareunia, pelvic/abdominal, back, breakage. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test: unspecified result- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081298) on 29-nov-2018. The most recent information was received on 11-sep-2019. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('coil had migrated to uterus / coil that was in uterus is missing / not knowing if this coils is in body'), device expulsion ('not knowing if coil came out'), genital haemorrhage ('she bleed two months straight') and metrorrhagia ('menorrhagia (bleeding b/w periods)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Previously administered products included for an unreported indication: depo shot. Past adverse reactions to the above products included pregnancy with depo shot. Concomitant products included clindamycin. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria life threatening and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse )"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain"), back pain ("back pain"), metrorrhagia (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, device expulsion, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, back pain, metrorrhagia, iron deficiency anaemia, psychological trauma, fatigue and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal pain, device dislocation, device expulsion and genital haemorrhage with essure. The reporter considered back pain, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, iron deficiency anaemia, metrorrhagia, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: injuries (serious important medical events, life threatening) were mentioned but not specified and /or assigned to one of the events discrepancy noted for date(s) of insertion: (B)(6) 2010 and (B)(6) 2010. Plaintiff received treatment for fallowing conditions: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ),apareunia, pelvic/abdominal, back,breakage. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test: unspecified result- bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. New events: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse ), apareunia, pelvic/, back, metrorrhagia (bleeding b/w periods), anemia, breakage, psych injury related to essure, fatigue, weight gain were added. Date of insertion updated and removal added. Lab data added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081298) on 29-nov-2018. The most recent information was received on 19-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), partial expulsion of device ('coil had migrated to uterus / coil that was in uterus is missing / not knowing if this coils is in body/migration of essure device location of device: uterus') and device expulsion ('not knowing if coil came out/ expilsion of essure device') in a 28-year-old female patient who had essure (batch no. 50500523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, pyelonephritis, pregnancy with contraceptive device ((B)(6) 2004) and stillbirth nos (20 week gestation. Vaginal delivery.). Previously administered products included for an unreported indication: depo shot. Past adverse reactions to the above products included pregnancy with depo shot. Concurrent conditions included obesity, menstruation abnormal, bacterial vaginosis, dysuria and leiomyoma nos. Concomitant products included buspirone hydrochloride (buspar) from 2011 to 2012, clindamycin and medroxyprogesterone acetate (depo provera)(B)(6) 2010 to (B)(6) 2013. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain") and back pain ("back pain"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain/loss9specify which one) weight gain"), 3 years 6 months after insertion of essure. On (B)(6) 2013, the patient experienced partial expulsion of device (seriousness criteria life threatening and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and ovarian cyst ("tumor / teratoma / cancer type: ovarian cysts"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("she bleed two months straight"), dyspareunia ("dyspareunia (painful sexual intercourse )"), female sexual dysfunction ("apareunia"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (partial)bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, partial expulsion of device, device expulsion, genital haemorrhage, abdominal pain, dyspareunia, female sexual dysfunction, pelvic pain, back pain, metrorrhagia, iron deficiency anaemia, psychological trauma and fatigue outcome was unknown and the dysmenorrhoea, weight increased, vaginal haemorrhage, menorrhagia, migraine, ovarian cyst and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, ovarian cyst, partial expulsion of device, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage, weight increased and device expulsion to be related to essure. The reporter commented: injuries (serious important medical events, life threatening) were mentioned but not specified and /or assigned to one of the events discrepancy noted for date(s) of insertion: (B)(6) 2010 and (B)(6) 2010. Trailing coil length: left: 03, right: 05 plaintiff received treatment for fallowing conditions: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ),apareunia, pelvic/abdominal, back,breakage. Discripancy noted for date of insertion: (B)(6) 2010 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Imaging procedure - on (B)(6) 2010: essure confirmation test: unspecified result- bilateral occlusion.. Ultrasound scan vagina - on (B)(6) 2013: impression: essure device in the uterus, dominant follicle or physiological cyst in the right ovary.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 29-nov-2018. The most recent information was received on 26-dec-2019. This spontaneous case was reported by a lawyer. And describes the occurrence of device breakage ('breakage'). Device dislocation ('coil had migrated to uterus / coil that was in uterus is missing / not knowing if this coils is in body/migration of essure device location of device: uterus'). And device expulsion ('not knowing if coil came out/ expilsion of essure device'). In a 28-year-old female patient who had essure (batch no. 50500523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, pyelonephritis, pregnancy with contraceptive device ((B)(6) 2004) and stillbirth nos (20 week gestation. Vaginal delivery). Previously administered products included for an unreported indication: depo shot. Past adverse reactions to the above products included pregnancy with depo shot. Concurrent conditions included obesity, menstruation abnormal, bacterial vaginosis, dysuria and leiomyoma nos. Concomitant products included buspirone hydrochloride (buspar) from 2011 to 2012. Clindamycin and medroxyprogesterone acetate (depo provera)30-jul-2010 to february 2013. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea (dysmennorhea ("cramping")) and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain") and back pain ("back pain"). On (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2013, the patient experienced vaginal haemorrhage (abnormal bleeding ("vaginal")) and menorrhagia (abnormal bleeding ("menorrhagia")). On (B)(6) 2013, the patient was found to have weight increased (weight gain/loss specify which one) "weight gain"), 3 years 6 months after insertion of essure. On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria life threatening and intervention required). Device expulsion (seriousness criteria medically significant and intervention required). And ovarian cyst ("tumor / teratoma / cancer type: ovarian cysts"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). Genital haemorrhage ("she bleed two months straight"), dyspareunia (dyspareunia ("painful sexual intercourse")), female sexual dysfunction ("apareunia"), metrorrhagia (metorhagia ("bleeding b/w periods")), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury") and fatigue ("fatigue"). The patient was treated with surgery, (hysterectomy ("partial")bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, device expulsion, genital haemorrhage, abdominal pain, dyspareunia, female sexual dysfunction, pelvic pain, back pain, metrorrhagia, iron deficiency anaemia, psychological trauma and fatigue outcome was unknown. And the dysmenorrhoea, weight increased, vaginal haemorrhage, menorrhagia, migraine, ovarian cyst and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, ovarian cyst, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: injuries (serious important medical events, life threatening) were mentioned, but not specified and /or assigned to one of the events. Discrepancy noted, for date(s) of insertion: (B)(6) 2010. Trailing coil length: left: 03, right: 05. Plaintiff received treatment for following conditions: dysmenorrhea ("cramping"), dyspareunia ("painful sexual intercourse"), apareunia, pelvic/abdominal, back,breakage. Discrepancy noted, for date of insertion: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Imaging procedure - on (B)(6) 2010: essure confirmation test: unspecified result- bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2013: impression: essure device in the uterus, dominant follicle or physiological cyst in the right ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-dec-2019: pfs and mr received. Lot number added. New reporter added, plaintiff's information updated. New events abnormal bleeding ("vaginal, menorrhagia"), migraines / headaches, ovarian cysts, vaginal discharge added. Medical history, concomitant conditions were added. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081298) on 29-nov-2018. The most recent information was received on 18-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), partial expulsion of device ('coil had migrated to uterus / coil that was in uterus is missing / not knowing if this coils is in body/migration of essure device location of device: uterus') and device expulsion ('not knowing if coil came out/ expulsion of essure device') in a 28-year-old female patient who had essure (batch no. 50500523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, pyelonephritis, pregnancy with contraceptive device ((B)(6) 2004) and stillbirth nos (20 week gestation. Vaginal delivery.). Previously administered products included for an unreported indication: depo shot. Past adverse reactions to the above products included pregnancy with depo shot. Concurrent conditions included obesity, menstruation abnormal, bacterial vaginosis, dysuria and leiomyoma nos. Concomitant products included buspirone hydrochloride (buspar) from 2011 to 2012, clindamycin and medroxyprogesterone acetate (depo provera)(B)(6) 2010 to (B)(6) 2013. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain") and back pain ("back pain"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain/loss 9 specify which one) weight gain"), 3 years 6 months after insertion of essure. On (B)(6) 2013, the patient experienced partial expulsion of device (seriousness criteria life threatening and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and ovarian cyst ("tumor / teratoma / cancer type: ovarian cysts"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("she bleed two months straight"), dyspareunia ("dyspareunia (painful sexual intercourse )"), female sexual dysfunction ("apareunia"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), fatigue ("fatigue"), abdominal distension ("bloating") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy (partial)bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, partial expulsion of device, device expulsion, genital haemorrhage, abdominal pain, dyspareunia, female sexual dysfunction, pelvic pain, back pain, metrorrhagia, iron deficiency anaemia, psychological trauma, fatigue, abdominal distension and anxiety outcome was unknown and the dysmenorrhoea, weight increased, vaginal haemorrhage, menorrhagia, migraine, ovarian cyst and vaginal discharge had resolved. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, ovarian cyst, partial expulsion of device, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage, weight increased and device expulsion to be related to essure. The reporter commented: injuries (serious important medical events, life threatening) were mentioned but not specified and /or assigned to one of the events discrepancy noted for date(s) of insertion: (B)(6) 2010. Trailing coil length: left: 03, right: 05. Plaintiff received treatment for fallowing conditions: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ),apareunia, pelvic/abdominal, back,breakage. Discrepancy noted for date of insertion: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Imaging procedure - on (B)(6) 2010: essure confirmation test: unspecified result- bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2013: impression: essure device in the uterus, dominant follicle or physiological cyst in the right ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: pfs and mr received: newly added events- bloating, anxiety, reporter was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.